Manufacturer narrative:
Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post a stenting treatment procedure, chest pain and late stent thrombosis occurred. The lesion was located in a non-tortuous left anterior descending artery (lad). A 3.0x20mm veriflex stent was implanted in the lesion. No patient complications were reported. Patient status was listed as fine. The patient was given anti-platelet therapy in the hospital, but was non-compliant after discharge. Approximately two months later the patient presented with chest pain and late thrombosis. The first diagonal artery into the lad was filled with thrombus. The stent previously placed in the lad was patent with no restenosis. The first diagonal artery was dilated with an unknown balloon. The physician attempted to cross the thrombus in the lad with an unknown wire and was unsuccessful. As a result, the patient was sent to surgery. No further patient complications occurred. Patient status is listed as fine.